Event description:
The customer's sister reported via phone call that the paramedics were called on (B)(6) 2015 because his blood glucose level went down to 38 mg/dl. The paramedics treated his low blood glucose level with food. His blood glucose level went up to 177 mg/dl. The customer woke up screaming that he was dying. He was cold and could not get any blood to test. The insulin pump was not delivering insulin. After he bolused, his blood glucose went from 218 mg/dl to 238 mg/dl. The customer was wearing an older insulin pump. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.